Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing sequence. A supply change was performed resolving the issue. Customer's blood glucose level was 300 mg/dl.